Event description:
It was reported that on (B)(6) 2012, the surgeon started to feel heat from this handpiece during a shoulder arthroscopy on a (B)(6) male patient. Due to the patient's large size, the surgeon was using this handpiece from an angle and the handpiece was rested against the back of patient's shoulder. When heat was felt, the surgeon removed the handpiece and handed it to the scrub nurse. The nurse confirmed that it was overheated along the shaft and at the distal end of the handpiece. The surgeon inspected the surgical site and realized that a burn had occurred where the handpiece rested against the patient's body. The handpiece was in use for a little over 20 minutes when the overheating occurred. The burn was described as a "second degree" burn and after the surgery, the burn was dressed and silvidene cream was applied. The patient was discharged as per normal procedure. During a follow-up visit on (B)(6) 2012, the burn was inspected and described as "healing nicely" with no further treatment or other adverse effect noted.

Manufacturer narrative:
An evaluation and testing of the returned d4240 handpiece found the unit failed various performance tests. Further evaluation and visual examination found significant evidence of corrosion and salt-like deposits on internal components. This heavy amount of corrosion could lead to motor binding, heating, and/or intermittent operation. Due to the poor condition of the returned handpiece, further testing to duplicate the reported problem of "overheating" could not be performed. Therefore the reported problem could not be verified. A review of the device history indicated that the handpiece was manufactured on (B)(6) 2010 with the last service/repair date of (B)(6) 2011. The evaluation findings during this service indicated that the collet o-ring was missing, but that the handpiece functioned as expected. The involved bur/blade was not returned for evaluation. To prevent the handpiece from overheating and to reduce the risk of patient's injury, the instructions for use (IFU) provides the following warnings to the user: continually check all handpieces for overheating. If overheating is sensed, immediately discontinue use. Overheating of the blade or bur may cause damage to the blade or bur and may cause thermal necrosis. Running the shaver blade or bur without fluid flow (dry) may cause damage to the handpiece. When operating burs at higher than 6000rpm, you must ensure fluid is flowing through the handpiece before activating the handpiece. Failure to do so may cause the bur hubs to melt due to excessive heat. Disposable shaver blades and burs are supplied sterile and are for single-use only. Do not re-sterilize or reuse. The ability to effectively clean and re-sterilize a single use device has not been established and subsequent re-use may adversely affect the performance, safety and/or sterility of the device.

Manufacturer narrative:
Based on the investigation, it was determined that the incorrect handle was installed on this poplok punch and the verification/inspection step did not detect the problem. A review of the complaint history shows no similar reports received for this item and lot number combination. This lot #318455 was produced prior to the recommended corrective actions with only 5 units produced in this lot. In addition, a 2-year review of the device complaint history showed no serious injuries or deaths related to this nonconformance. The nonconformance is addressed in the risk document. The investigation determined that this nonconformance is a process error. A CAPA #1301 has been initiated to identify and implement the necessary corrective actions to prevent future recurrences.